Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. In addition, the device did not meet acceptance criteria of evaluation process for rubber feet and cord retainer missing, device exterior damage and gap between the enclosure and will need to be replaced. No additional information was provided.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. In addition, the device did not meet acceptance criteria of evaluation process for rubber feet and cord retainer missing, device exterior damage and gap between the enclosure and will need to be replaced. No additional information was provided. New information: the device was not needed for inventory therefore the device was scrapped.